Event description:
Philips received a complaint on the v60 ventilator indicating that there was a backup alarm failed alarm. The customer informed the remote service engineer (rse) that the issue occurred while setting up the device. In the biomed shop, the backup alarm failed alarm error code was confirmed in the event log and no other issues were found. The rse advised the customer to replace the central processing unit (cpu) printed circuit board assembly (pcba). A replacement cpu pcba was ordered and the customer called back for help with completing installation. The rse was able to successfully help the customer setup the serial number and hours using the tera term software. The customer biomedical engineer (bme) confirmed successfully activating the purchase options following the part replacement. In a good faith effort (gfe) response received from the customer bme, it was stated that it was unknown if the backup alarm failed alarm had occurred during the power-on self-test (post). Additionally, the device diagnostic report (drpt) is not available due to the replacement of the cpu pcba. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.